Event description:
The patient presented to the emergency room and experienced syncope. The pulse generator exhibited intermittent ventricular output. The patient went into cardiac arrest and had to be resuscitated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis was normal.